Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had flow issues while in use with a spectrum iq pump during a blood transfusion. The pump was alarming, indicating the first 15 minutes of infusion were complete. Attempted to change the infusion rate, switched to three different pumps, replaced blood tubing, and resecured the intravenous(IV) site however, the pump continued to alarm with a ¿patient-side occlusion¿ message. IV was flushed with no resistance, blood return was obtained, and the patient reported no pain during saline flushes. After administering two turbulent flushes, the IV began running without issue. Upon reassessment, the pump displayed 16 minutes remaining despite the infusion having run for only 30 minutes following the rate change. The pump rate was set at 105 ml/hr, which should have resulted in the remaining 250 ml infusing over approximately 2.5 hours. Due to more than 30 minutes of troubleshooting, the unit of blood infused over approximately 1 hour instead of the intended 3 hours. The patient was assessed and found to be stable, with vital signs within normal limits. There was no report of patient injury or medical intervention associated with this event. No additional information is available.